Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced suprapubic pain and sinus collection over the right sided suprapubic exit point. The patient underwent exploratory surgery of the suprapubic right side exit point and a piece of mesh was excised. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.